Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Two lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a patient was experiencing blood leaks on multiple fresenius 2008t hemodialysis (hd) machines. They reported that there were no issues when other patients utilized the same machines or dialyzers from the same lot. Blood test strips revealed there was no blood present in the dialysate; the strips were testing negative. Additional information was obtained through follow-up with the facility's charge nurse (cn). The cn confirmed the reported details. The cn stated the blood leak alarms were occurring at the onset of treatment. They confirmed that blood test strips were used and they tested negative. The patient's blood was rinsed back after each incident, and as a result, there was no blood loss. In addition, the patient did not experience any adverse effects. The cn stated the machines were pulled from service for evaluation and they all passed functional checks; there were no issues with the machines. The patient was dialyzing with a fresenius optiflux 160nre dialyzer. It was later realized that the patient was receiving high doses of b12 injections for a severe b12 deficiency not related to hd therapy. The b12 was falsely causing the blood leak alarms, and hemoglobin was reportedly "leeching" into the dialysate. The patient was transitioned to a low flux dialyzer to prevent b12 from leeching into the dialysate. After the dialyzer change was made, no further issues were encountered.

Manufacturer narrative:
Clinical review: the nurse reported the high dose of b12 was causing a false blood leak alarm to occur. B12 is a known source for false blood leak alarms, according to the 2008t machine operator¿s manual. Per the nurse, the patient resumed hemodialysis (hd) treatment with a low flux dialyzer to prevent b12 from leeching into the dialysate and there were no additional issues. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to any serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.